Event description:
Poor augmentation was noted. Then, blood was noted in the tubing and the iab was removed. The following was rpt'd to datascope on 7/11/97: on 6/15/97 at 3:00 pm, check "iabp cath" alarmed sounded. The tubing and catheter were checked and there was no blood or kinking. Decreased augmentation was turned down and the pump began working. The surgeon and perfusionist were then notified and heparin and ivp were given. Around 7:00, blood was noted in the distal portion of the extension tubing closet to the balloon console. The balloon was discontinued and a clot was noted in the catheter. Event complications: unk - rpt'd 6/18/97; none - rpt'd 7/11/97. Pt current status: unk - rpt'd 6/18, 7/11/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701. Position 2 and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.